Event description:
It was reported that the patient's module cable was replaced on (B)(6) 2021 due to extensive damage. The patient swapped their primary controller for their backup controller.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient's modular cable was replaced on (B)(6) 2021 due to extensive damage. The patient swapped their primary controller for their backup controller. During the modular cable exchange, the arrows on the pump cable and modular cable were in line but were very difficult to connect. Once connected, it was difficult to get the cap from the pump cable to grip the modular cable to secure the connection. Related manufacturer report numbers: 2916596-2022-00428; 2916596-2021-07256.

Manufacturer narrative:
Manufacturer's investigation conclusion the reported event of damage on the modular cable was not confirmed. The modular cable was not returned for evaluation and no pictures of the reported damage were submitted. Multiple requests for additional information were made to determine if the modular cable would be returned for evaluation; however, no response was received regarding this subject. The root cause of the reported event could not be conclusively determined through this analysis. Heartmate 3 patient handbook, rev. C, section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (IFU), rev. C, section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible). The subsection entitled ¿what not to do: driveline and cables¿ informs the user not to twist, kink, or bend the driveline and to check the driveline cable for twisting, kinking, or bending which could cause damage to the wires inside, even if external damage is not visible. Heartmate 3 instructions for use, rev. C, section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook, rev. C, section 6, entitled ¿caring for equipment¿, explain how to properly care for the driveline cable. This section also instructs the user to check the driveline daily for signs of damage such as cuts, holes, and tears, and to call the hospital right away if the driveline is damaged. The driveline needs to be cleaned by gently wiping any dirt or grime using a towel with mild dish soap and warm water. The heartmate 3 patient handbook, rev. C, cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.